Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿the fast-fix 360 curved needle delivery system deployed t1 and t2 simultaneously.¿ t1, t2 and suture were returned. All had been separated from the delivery needle. The anchors had been partially cinched. T1 and t2 had suture knotted and cinched around them lengthwise. This is not conducive to effective anchoring as it does not lay the anchors flat for securing. The depth limiter is in position. The delivery needle appears unaffected. A functional test confirmed the device cycled and actuated as expected. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the fast-fix 360 curved needle delivery system deployed t1 and t2 simultaneously. All ts were removed from the joint. A same-model back-up device was used to complete the surgery, resulting in less than 30 min delay. There were not additional consequences to the patient's health.